Event description:
Pt had previous surgery with multiple hardware pieces implanted. Bolt fractured. All hardware removed and replaced. Pt operated on with diagnosis of "failed back syndrome." Surgeon unaware of fracture in bolt until fusion of l4-5 level. (Diagnosis of spondylolisthesis l3-4, l5-s1 stenosis.) Hardware mailed to MFR.